Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During the preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the blade holder was bent. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported the surgery procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.